Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. However, the device evaluation found cracked connectors, contact point corrosion, corrosion of the free lock lever, and scope mount corrosion. Based on the results of the investigation, a definitive root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head did not display an image on the monitor. There were no reports of patient harm.

Event description:
It was reported, the camera head did not display an image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
E1, full facility name: (B)(6) hospital. The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.